Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, power management board and internal battery were replaced to address the issue.